Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified that the power cord was damaged. The cause of the damaged power cord is unknown. To address the condition, the power cord was replaced. The device was restored to good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.